Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon, the cause of the failure could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, there was an intermittent image failure. The customer's biomed reported that the image changed based on bends/movements of the spectrum smart cable. A delay of an unknown duration occurred as a backup verathon glidescope was obtained. No harm to the patient or user was reported.